Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that a general comment was made that for the last year, when advancing a prowater guide wire through a non-abbott guide wire introducer, the physician has seen pieces of the guide wire green coating (teflon) inside the hub of the introducer sheath. There were no adverse patient effects or clinically significant delay in the procedure due to the issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the case information and related record review, a conclusive cause for the peeling teflon cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.